Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/reporter contacted animas on behalf of the patient to report that the patient had unexplained blood glucose excursion since june. The patient¿s ha1c went from 8% to 12%. In addition, the patient does 8 to 10 blood glucose test per day and reports some of the blood glucose readings are not recorded in the meter memory. The patient¿s healthcare provided requested a review of the subject insulin pump. During the follow-up, the reporter indicated that the patient had elevated blood glucose reading of 600 mg/dl at school and two low blood glucose readings last night. The patient¿s hcp has been making adjustments to the patient¿s insulin regimen accordingly. During troubleshooting, the animas representative could not find any issue with the subject pump but instructed the reporter to discontinue insulin therapy and go to an alternate insulin delivery method to be on the safe side. This complaint is being reported because the patient had blood glucose excursions while on insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/10/2014 with the following findings: the meter was not returned with the pump. During investigation, a review of the pump history showed the last basal delivery and the last bolus occurred on (B)(6) 2013. The total daily dose history was accurate when comparing delivered basals and bolus. Only typical usage was observed in alarm history. During testing, a 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications. No alarms occurred during 24hr duration testing. The history settings issue was not able to be duplicated during investigation. There was no defect found.